Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under (B)(4). Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On (B)(6) 2016, a field service engineer (fse) was dispatched to the customer facility to address the reported event. Fse cleaned the x-transfer cup pickup assembly and then cleaned the sample probe. Fse performed a version up on the software, ran the cup evaluation test several times, and then ran a rack of specimens with no errors. The customer ran quality controls (qc) in which all results were within acceptable range and verified that the analyzer was functioning correctly. The aia-2000la analyzer was functioning as intended and the errors cleared. No further action required by field service. A complaint history review for serial number (B)(4). Was conducted from (B)(6) 2015 through (B)(6) 2016 for similar complaints. There were twenty-three (23) complaints reported during this time period, two (2) of which were similar to the present issue. The probable cause of the event was dirty x-cup pickup assembly.

Event description:
On (B)(6) 2016, a customer reported se flag and error 4163 x-axis cup transfer - z axis home overrun with their aia-2000la analyzer. The customer is unable to run afp, bhcg, and pth patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting afp, bhcg, and pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.